Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display. However, the insulin pump was received with lcd puncturing through the isolating tape and making contact to the positive side of the battery tube. The insulin pump was scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 94 mg/dl at the time of incident. The customer mentioned that there was crack in the battery compartment. The customer put the insulin pump to rest and inserted a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.